Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the display for the unit was damaged.